Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate high voltage therapy for a sinus tachycardia. The device was reprogrammed. The patient was fine and monitoring will continue.